Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that over approximately five months since implant rising and high thresholds were noted on the right atrial (ra) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.